Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the device not responding was determined to be user error as they stated they didn't know what they were doing. The issue was resolved on the phone. The cause of the therapy turning off was also operator error and was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The reason for the call was that the patient (pt) reported they were trying to use their equipment to turn their therapy on, but they were getting the message: device is not responding; retry; they need to know they will be able to turn therapy off for a surgery they will have tomorrow. I worked with the patient to synch with their implanted device, and the patient was successful in synching. The pt said therapy was off, so they turned therapy on and increased it to their expected level. The patient said they don't know how therapy became turned off; they did not use their equipment except when they first got it, and they brought it with them to the follow-up appointment. I reviewed some brief interstim equipment use and electrocautery compatibility information and can call back if they need assistance in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.